Event description:
Rec'd notice of complaint concerning above product via medwatch form filed by facility. Spoke with home training nurse regarding event. A home pt had completed an uneventful treatment (pt's daughter-an lpn-is the caregiver), and approx 2 hours post treatment developed abdominal pain and chest pain. Went to local hosp for evaluation. Admitted to critical care unit. Pt has extensive gastro-intestinal and cardiac history, but healthcare professional reports that admitting diagnosis of acute pancreatitis suggests that it is likely secondary to acute hemolysis, suspect dialysis related. Although the admitting history and physical reports that cause of hemolysis is unclear. The pt's family returned the arterial and venous lines to the home training nurse. The health care professional reports that the lines appear kinked, but noted that they had been in the trash for several hours and then were bunched up inside a plastic bag. The lines are available for evaluation. Pt mixes own bicarb pre-dialysis, health care professional states they investigated the possibility that there may have been residual bleach in the bicarb jug, but both the bicarb and the acid had been cleaned up and all supplies had been put away prior to onset of symptoms. Health care professional reports that the treatment sheet indicates nothing unusual during the course of the treatment and that the test for bleach was negative and the ph, conductivity, and temperature were all within normal range. Access is an a-v fistula, and there is no indication that there were access or flow problems on the day of the event, health care professional reports the venous pressure was within normal limits for this pt. Machine has been inspected by technical and found to be in proper working order. Pt was discharged to home on 5/5. A response letter and mailer have been sent to the home training nurse with instructions for disinfecting the bloodline prior to returning it to the mfg plant. Medwatch filed by quality systems on both the arterial and venous bloodlines (reference pir #9800909), acid concentrate (reference pir #9800910) and bicarbonate powder (reference pir #9800911). ** note-lot number as provided by family members.

Manufacturer narrative:
Actual sample available for evaluation. Await return of complaint sample. Will provide follow up report. Samples were rec'd on 6/8. To be forwarded. Sample rec'd 06/12/1998. The sample was visually inspected according to procedure for any mfg defects. No defects were detected. The sample was then submitted to a water leak test and an underwater air pressure leak test according to standard procedure. No leaks were detected. Based on the sample analysis and the record review, co was unable to confirm the complaint or determine if there was a contributing mfg issue. The review of the mfg records did not reveal anything relative to the complaint, nothing that could have caused or contributed to the stated problem. The sample performed according to specification. A follow up letter has been sent to the customer. This complaint is closed with ongoing monitoring.